Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Reference: sharma, d., p. S. Sharma, et al. (2015). "Position and sensing vector-related triple counting and inappropriate shocks in the subcutaneous implantable cardioverter-defibrillator system." Heart rhythm 12(12): 2458-2460.

Event description:
Boston scientific received information from a journal article regarding the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The patient is a (B)(6) male with a history of ischemic cardiomyopathy. Because the patient did not pass screening in the usual vectors, the electrode was tunneled to the right of the mid-sternal line. The alternate vector was chosen during automatic set up and the patient underwent successful defibrillation threshold (dft) testing. Approximately six months after the system was implanted, the patient received an inappropriate shock while sitting on the couch and leaning forward. A review of the episode noted that the amplitudes had decreased which caused oversensing and the subsequent inappropriate shock. A chest x-ray was performed and it was also noted that the electrode had slightly migrated slightly further to the right and possibly one intercostal space down since implant. The sensing vector was changed to primary. No adverse patient effects were reported. No further inappropriate shocks had been delivered in the subsequent six months since this incident. The serial number information for both the s-ICD and electrode were not provided. Attempts to obtain further information was not successful.